Manufacturer narrative:
Device passed displacement test and active current measurement. Device received with unexpected battery power loss and had high sleep current, problem isolated to electrical board. Power graph shows unexpected battery power loss at different durations of time. Problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump not working properly and received power loss alarm. The customer¿s blood glucose was unknown. Troubleshooting was done for power loss alarm. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.